Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and could not be used as it froze on the initialization screen. The reported ble communication issue could not be tested. - the observed issue most probably resulted from an issue during initialization, although no conclusive root-cause could be determined. - further analyses are ongoing at the level of the manufacturer to determine the root-cause and prevent recurrence of such issue.

Event description:
Reportedly, the bluetooth communication does not work and pairing is impossible with a printer or smart ECG.

Event description:
Reportedly, the bluetooth communication does not work and pairing is impossible with a printer or smart ECG.